Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 3mg/ml at 0.5075mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported an alarm was heard and confirmed by telemetry. A critical alarm occurred. The pump logs were checked and a reset occurred, safe state occurred. Device troubleshooting was reviewed. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-nov-2017 from a consumer via a company representative who reported that the pump was replaced today. The patient was doing fine and was stable. Per the company representative, the patient stated that she was told by her hcp (healthcare professional) that her pump could not have been silenced so the pump had been alarming for some time. It was reviewed that you could silence an active alarm, but that would not prevent any other alarms from occurring. The company representative stated that she did see multiple resets and low batteries on the telemetrystrip so the hcp may have been referring to that. No further complications were reported/anticipated.